Event description:
It was reported that the patient underwent a right-sided device implantation in february following the erosion of a previous left-sided system. Subsequently, the right-sided device also exhibited erosion. The healthcare provider believes potential metal hypersensitivity/allergy. A parylene-coated replacement device has been requested. The device system was extracted. The patient was in stable condition with no adverse events.

Manufacturer narrative:
The device was returned for analysis. Analysis found no anomalies. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).